Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq syringe pumps had the electrical cords falling out of the "plug in" on the extension cord (electrical outlet) on the intravenous (IV) poles (pump carrier). It was further described as, ¿because of the weight and design of the plug¿. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.